Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000263028 history record review was completed. There were two (02) ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.¿

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 insulation of the jaws seemed to have frayed and separated from the metal plates. They had to open another kit to complete the case. No procedural delay. No patient affects.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.